Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device will not turn on. This reported problem was discovered during preventive maintenance. There were no reports of patient involvement, harm nor impact.